Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that the bladder side of the stent was detached. Marks were also noted over the external surface of the stent, and it was ripped. According to the information available, it is possible that the way in which the device was handled and manipulated during the procedure may have contributed to the stent ripping and detaching. The damage is consistent with being pulled with excess of force, causing damage, deformities, or device break. However, there is no control in how devices are handled in the field. The damage is most likely due to anatomical and/or procedural factors encountered during the procedure, and performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an ascerta firm ureteral stent was used during a cystoscopy with left retrograde pyelogram and stent placement procedure performed on (B)(6) 2016. The ascerta firm ureteral stent was returned to boston scientific corporation with no information regarding the reason for return. Based on investigation results, it was found that the coil of the stent was ripped and detached. The complainant then confirmed that the stent coil detached inside the patient, and the detached piece was successfully retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and no harm was noted to the patient.